Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID, product type programmer, patient. (B)(4).

Event description:
It was reported that the patient was having "a lot of side effects." It was stated that the patient had an 83% percent increase to her pain pump in one change. The patient felt that she had withdrawal symptoms when she would use a bolus one day and then not use it the next day. On that day, the patient would feel nauseous and sick. It was stated that the patient had also felt cold, had gained a lot of weight, had water retention, and had a "burning" in her back. The reporter felt like the medications in the pump were not right for the patient. She had just developed sleep apnea. Additionally, when she went into rem sleep, her oxygen saturation would drop down into the 70's. It was also noted that the patient had been hospitalized three or four times for her "pcp." In the beginning, when the pump contained morphine, the patient was fine, but experienced these issues after changing over to dilaudid. The patient-activated dose had been turned off prior to report because it was unknown if the patient was getting too much or too little medication. It was also noted that the patient had a back fusion done in september, though it was unclear if this related to the event. The device was delivering dilaudid and bupivacaine.